Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated she is having issues with her patient programmer (pp). The patient mentioned since last thursday her implant keeps shutting off and she is not sure why. The patient was advised to change the batteries as the screen was showing low batteries for the pp. The patient did not have batteries to try and will call back. The patient also mentioned that they have been having trouble with recharging since the beginning. No further complications were reported. No patient symptoms were reported.